Event description:
It was reported that during a cardiovascular procedure the pulmonary catheter could not be inserted into the introducer sheath. Saline lubrication was used. The catheter would collapse, and "accordion". A second catheter was used to complete the case. Surgery was delayed by approximately 45 minutes due to delay in placing the catheter.